Manufacturer narrative:
When misuse from converter for voltage from us standard to european standard, heating pad bursts into flame. The instrumentation booklet will reflect the proper usage.

Event description:
The consumer was in (B)(6). She plugged the pad in using a convertor/adapter and immediately the pad burned into flames burning the sheet, blanket and mattress (the mattress was charred). Consumer claims to be distressed about the situation.